Event description:
The pt reportedly experienced sound quality issues followed by loss of lock. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.